Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler under a safety clamp test and passed. A pre- accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported that their liberty select cycler had an issue: cassette pops out / hard to insert. The cycler was on when trying to insert the cassette. The cycler was in step 1 of setup. The contact rebooted the cycler and was able to insert the cassette. The cycler also had cassette door does not open/ close. The contact stated that after they inserted the cassette the door was hard to close and then when they got it to close, it popped open. The contact rebooted the cycler again, but the door was still popping open. The contact was advised to discontinue use of the cycler due to a replacement being sent and to inform the pdrn of the replacement. The patient will perform alternate treatment. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required because of the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.